Event description:
It was reported that a clearlink IV set had concurrent flow between the primary and secondary solution bags. The report indicated that the nurses executed proper set up technique for the secondary infusion. This occurred during patient infusion, however no adverse event was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be sent.